Event description:
Rv lead threshold trend variable. High rv threshold on (B)(6) 2023. Currently measuring 1.375v@0.4ms. Total vp 98.1%. Also correlates with variable rv impedances over the past few days see lead trends. R waves stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).